Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient suffered injuries and damages as a result of the mesh products. No further information has been provided.